Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer called technical support (ts) reporting that during routine testing the machine and proximal pressure sensors failed. The customer reported there was no patient involvement at the time the issue was discovered. It was discovered during set up and not in patient use. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer was provided with a quote for repair.

Manufacturer narrative:
G4:22feb2021. B4:24feb2021. H11:g5:k102985. H10: the philips field service engineer (fse) was unable to evaluate and confirm the reported issue because the customer declined philips service to repair the device. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If new information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.